Manufacturer narrative:
An internal biomérieux investigation was performed. On (B)(6) 2017, the customer reported a qcv failure on slot b1 on minividas® blue (s/n (B)(4)). In addition, the customer indicated that on (B)(6) 2017, they ran a pct control. Qc result was out of range on position b1: value was <0.55 while the expected result should have been within the range of 16.96 - 21.4. Following this incorrect control, the customer performed a qcv twice; however, the customer did not provide any printouts, but reported that tv1 values observed for b1 position were 0.93 and 0.96 (expected value greater than 5.3). Last good qcv was performed on (B)(6) 2017. A biomérieux field service engineer (fse) was dispatched to the customer site on (B)(6) 2017. The cause of the qcv issue was determined to be a clog in b1 position, as detected by qcv failure on (B)(6) 2017. The clog was removed during the fse intervention by use of a pump cleaner according mar 1901. The qcv issue was therefore resolved and the fse qualified the instrument with a good leak test and a good qcv test the same day. The customer performed a retrospective analysis between (B)(6) 2017 (last good qcv) and (B)(6) 2017 (solving qcv performed by fse). Retrospective analysis showed that seven (7) samples have been run in the position b1 for vidas® procalcitonin (pct) test. All samples were rerun and results were provided : (B)(6). All results were reported to the physician. He was notified of the interpretation change of sample #2. There was a seven (7) hour window between the original result and the corrected result. The customer stated that the patient did not get inappropriate treatment because they had based the treatment on the overall results from the other tests and symptoms; they did not use the test as the sole basis for treatment.

Event description:
A customer from the united states reported to biomérieux a qcv failure on section b1 of the mini vidas® analyzer. On (B)(6) 2017, the customer noticed their test control was out of range so they performed a qcv twice, in which everything passed except for section b1 with tv1 values of .93. And .96. The previous successful qcv was (B)(6) 2017, so the customer performed a retrospective analysis and one sample with an original negative result (< 0.05) was now positive (4.91) for the vidas® procalcitonin (pct) test. The corrected result was reported to the physician seven hours after the original result. The customer stated the patient was treated prior to the original negative result of the test and then also treated afterwards as there were other clinical indicators as to the state of the patient. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux field service engineer (fse) inspected the instrument the same day and found that the b1 channel was blocked. The fse was able to perform a leak test, remove the blockage and qualify the instrument. The qcv and retrospective analysis reports were requested from the customer for evaluation. A biomérieux internal investigation will be initiated.